Event description:
It was reported that a spectrum pump displayed a false air in line message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false air in line alarms which were not reproduced. The alarms were confirmed through review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings make the pump more sensitive and contribute to false air in line alarms. The failed upstream sensor was replaced.